Manufacturer narrative:
Event date is estimated to be in january or february of 2022.

Event description:
Related manufacturer reference number: 2017865-2022-12024. During an in clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) and right atrial (ra) lead. Lead damage was suspected on both the rv and ra leads. An x-ray was performed, however, no anomalies were observed. The rv and ra leads were capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.